Event description:
Stylet stuck in lead after screw deployed, positioning difficulty, helix could not be retracted until stylet was re-advanced, attempted implant. Edited 22-apr-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead visual inspection: it was noted that the inner tube was kinked and the helix was distorted/bent.